Manufacturer narrative:
Batch review performed on 02 october 2018. Lot 166519: (B)(4) items manufactured and released on 09 december 2016. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere patella resurfacing size 2, reference (B)(4). Lot 165518: (B)(4) items manufactured and released on 21 november 2016. Expiration date: 2021-11-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size t3-i4 r ,reference (B)(4). Lot 166941: (B)(4) items manufactured and released on 19 january 2017. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due to right knee laxity 1 year and 6 months after primary surgery (10 months after the first revision due to laxity). The cause is unknown. The surgeon revised the insert, the tibial tray and the patella. The patella was not well fixed. Note: same patient of MDR 2018-00753.